Manufacturer narrative:
Voluntary medwatch report received: mw5158264.

Event description:
Voluntary medwatch received indicates that the patient's atrial lead was examined and found to have an issue. The patient reported that the lead was broken. No intervention was performed and there were no patient consequences.